Manufacturer narrative:
Information not provided.

Event description:
Consumer states that they called to complain about the bristles on the brush head that are coming out of it . His dentist told him to contact us because it was a safety issue however he was not injured and he did not need any medical attention. He said that he swallowed bristles.

Manufacturer narrative:
Manufacture date updated because product was returned.